Event description:
A xia rod was used for a dorsal stabilization of the spine (th12-l2). One of the rods broke after several months and eventually revision surgery became necessary because of a seroma.